Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy due to t wave oversensing. Upon review, the device had delivered inappropriate shocks six months ago, and the smart pass feature was unable due to low amplitude. Technical services (ts) provided troubleshooting options. Additional information was received which indicated that this s-ICD delivered again inappropriate shocks due to oversensing. An auto set up was performed. Technical services (ts) recommended to recreate the morphology possibly through a stress test and assess the other vectors and collect a template, otherwise the patient may need a revision or a transvenous system. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock therapy due to t wave oversensing. Upon review, the device had delivered inappropriate shocks six months ago, and the smart pass feature was unable due to low amplitude. Technical services (ts) provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.